Event description:
Patient presented to their dentist with symptoms of tmj, a pre-existing condition for the patient, and jaw pain after a settings adjustment of their inspire therapy. The patient¿s dentist recommended dry needling to assist with tmj and jaw concerns. Patient visited with a physical therapist who associated the patient¿s issue with use of inspire therapy. Patient underwent dry needling technique and manual therapy with a physical therapist during the appointment.

Event description:
Patient presented back to the physician with jaw pain and increased tmj pain with the use of inspire therapy. Imaging suspected a device sensing issue. Physician brought the patient into the or and replaced the ipg and sensing lead.